Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
The insulin pump was received with a flashing white blank display (with audio alarm) after battery installation. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to display anomaly. The pump was cut open to perform visual inspection. A test pcba 1 was swapped out and the pump powered up properly. Successfully downloaded the trace and history files utilizing thus. Inspection of pcba 1 reveals the a vertical crack is on the lcd controller causing the flashing white blank display. A review of the trace/history download shows no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book) alarm occurred. The force sensor zero offset is within specification (23.9 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: cracked retainer, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery compartment at the corner of the belt clip rails, serial number label fading, faded end cap address label, scratched case and pillowing keypad overlay. The pump was received with a flashing blank white display (with audio alarm) due to cracked lcd controller. Swapped a test pcba 1 and successfully downloaded trace and history files with thus. Critical pump error (open book image) alarm is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 & updated h6 codes with this report.

Event description:
Insulin pump had black screen & were constantly alarming.